Event description:
A nursing homes alleges that the bottom of the black composite footplate, has cut a pt's on the leg, requiring stitches. This alleged incident occurred in the process of transferring the pt from the wheelchair.